Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads, stripped battery cap at coin slot area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer also reported being hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 25 mg/dl at the time of admission. The customer reported they were transported to the hospital by the paramedics. The cause of the customer's low blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.